Event description:
It was reported that during use on patient, the cs300 intra-aortic balloon pump (iabp) led light isn't working on keypad. Iabp was continued to be used. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the keypad controller (0670-00-1145). The fse performed full functional and safety tests. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received a pcb keypad controller with a reported unit failure of the augmentation leds not working. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. When powered on the augmentation leds did not light up. Fat verified the reported failure but no root cause able to be defined. This board is obsolete and not able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) led light isn't working on keypad. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.